Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, within two days after the implant procedure, that the implantable cardiac monitor (icm) experienced multiple electrical resets. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated 127 electrical resets. If information is provided in the future, a supplemental report will be issued.